Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with on one inform system. Reference medwatch report with a1 patient for discrepant back to back results with the other inform system used.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 271 mg/dl on the inform system compared back to back with a result of 100 mg/dl on the lab system when testing was performed less than 10 minutes apart. Reporter did not indicate that the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter was unsure if any actions were taken or treatment received as a result. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter was unsure which vial of strips was used and so product may not be returned for evaluation.